Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that damage to the pump housing caused cartridges to stick in the pump. The customer's blood glucose level was not adversely impacted. Customer declined to provide any additional information.